Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The proximal conductor of the lead became e xtrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during an attempted implant, the physician tried to position the left ventricular (lv) lead using a stylet; however, noted that the lead tip appeared to be insufficiently attached and hanging off the lead, making placement difficult. The lv lead was removed and replaced. No patient complications have been reported as a result of this event.